Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous proximal right coronary artery. The physician attempted to deliver the 3.5x20mm liberte' bare metal stent, but it was "stuck" around the ostium. The device was removed from the patient and the edge of the stent was flared. The procedure was completed with rotablator and another liberte' bare metal stent. No patient complications occurred. Patient status is satisfactory.